Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed. The instrument tube extension exhibited signs of scratch marks/abrasions. Tube extension scratch marks measured roughly 0.209¿ x 141¿.the complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors was chipped on the orange end and the sheath would not fit on the scissors. The procedure was completed with no reported injury.